Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings are coming off- tampon [device breakage]. Case narrative: consumer reported via phone that the strings are coming off. No injury reported.

Event description:
Strings are coming off: tampon [device breakage]. Case narrative: consumer reported via phone that the strings are coming off. No injury reported.

Manufacturer narrative:
Product investigation is in progress.